Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12120. It was reported the patient is no longer receiving stimulation. The physician confirmed the leads have migrated out of the epidural space. The patient's leads were explanted and replaced with a different model of lead. Follow-up determined the patient is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.